Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric and 90% stenosed distal right coronary artery. A 3.0 x 15 mm trek balloon catheter was advanced to the lesion; however, when pressurized to 5 atmospheres, the balloon ruptured. A 3.0 x 18 mm xience v stent was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide cath: launcher 6f al10. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.